Event description:
The device was returned due to the battery door being broken. The results of the investigation found that the device's downstream occlusion (dso) seal was degraded. There was no patient involvement.

Manufacturer narrative:
E: phone number ext. (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a degraded downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.